Event description:
Related manufacturer reference number: 2017865-2021-36073. It was reported that the dependent patient presented for on (B)(6) 2021 for routine change of the pulse generator. Upon interrogation, it was noted that the right ventricular lead exhibited elevated capture threshold and low pacing impedance. The setscrew of the device would not engage with the screwdriver and was observed to be clogged with a substance that was removed by the physician. During the procedure the device stopped pacing after electrocautery was used. The lead was capped and replaced, and device was successfully exchanged. The patient was in stable condition.